Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of procedure (B)(4), a child investigation is not required to document the DHR review for a type 2 reportable complaint. A complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6012978 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6012978 was packaging according to work instruction (wi) version 21 and manufactured in the machine multivac 14 on 12/may/2025, with a total of (B)(4) units. The sub-assembly, cannula part the lot 5d01893 was manufactured according to the work instruction (wi) version 34 cannula in the machine lc04, on 30/apr/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Note: number non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA). Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where cannula easily slides on site. No further information available.